Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation - customer returned incorrect test strips. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results from results obtained of hi; customer stated that she tested twice and obtained hi. The customer does not know her expected blood glucose test result range. Customer stated that she took her blood glucose with her cbgm and it read a little over 200 mg/dl non-fasting (customer stated that her cbgm expired so she had to remove it). The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of hi using true metrix meter. The product is (not) stored according to specification. The test strip lot manufacturer¿s expiration date is 05/30/2025 and open vial date is (B)(6) 2024. The meter memory was not reviewed for previous test result history.